Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). The quality controls (qc) were within range on the day of the events. A siemens customer service engineer (cse) was dispatched to the customer site. The cse replaced all dilutor syringes, aspirate probe pinch valves, aspirate probe guides, and sample syringe. The cse performed a total service call. The cse ran qc, which were within range. The cse revisited the customer site and replaced acid and base pumps. The cse ran qc and precision testing, which passed. The cause of the discordant results on four patient samples is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
The customer obtained discordant results on four patient samples on an advia centaur xp instrument. Discordant, falsely depressed thyroid stimulating hormone (tsh) results were obtained on all four patient samples. Patient 1 sample was repeated on the same instrument, resulting higher. All four patient samples were then redrawn and tested on an alternate platform, resulting higher. Falsely depressed testosterone (tsto) results were obtained on two of four patient samples. The two patients were redrawn and tested on an alternate platform, resulting higher. Falsely elevated prostate specific antigen (psa) results were obtained on three of the four patient samples. The customer repeated patient 1 sample on the same instrument, resulting lower. All three patient samples were then redrawn and tested on an alternate platform, resulting lower. The discordant results obtained on all four patient samples were reported to the physician(s), who questioned them. The corrected results were reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant tsh, tsto and psa results.